Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a power on reset (por) error code. The representative was not sure what the patient was doing when she got the por. The caller noted the patient had hip surgery in the past but it was not related to the implantable neurostimulator (ins)/therapy and does not seem to be the cause of the por. It was reviewed how to clear the por if informational. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the por was resolved. No further information was provided. No further complications were reported.